Manufacturer narrative:
The device was received and the exposed portion of the soft cannula was observed to bent. During the investigation, the bend did not prevent fluid from exiting the distal tip of the soft cannula and no signs of leakage were observed. The data downloaded from the device did not show any signs of struggle during the run. Although the cannula was damaged, the timing and cause of the damage is unknown. No other damages or defects were found with the device.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose levels reached 17 mmol/l (306 mg/dl), while wearing the pod between 4 and 24 hours on the abdomen. It was noted that the cannula was bent. As treatment for the hyperglycemia, a new pod was applied.